Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the pt had an endoleak of unk origin as well as a type 3 endoleak on the contralateral side below the gate. The endoleaks were successful repaired with another MFR's aorto-uni-iliac and a fem-fem bypass. No add'l clinical sequelae were reported and the pt is fine.